Manufacturer narrative:
Not returned to manufacturer.

Event description:
Mobi-c p&f us: revision day +1 to remove both cervical disk prosthesis (level c5-c6 and c6-c7). Cause later that day, patient suffered post-op symptoms. Prosthesis were replaced by fusion devices. According to surgeon's opinion there is no relation between event and prosthesis. One of the probable root cause could be related to haematoma. Additional information was requested to confirm it.

Manufacturer narrative:
The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Based on the product history records, the review of the case , the recurrence of this type of event for this implant and on the fact that the product couldn't be evaluated, the root cause of the event cannot be determined. Requests for additional information and product return did not receive a response. The reporter who covered this case left the company . The investigation found no evidence to indicate a device issue. Indeed , according to the surgeon evaluation mentioned in the complaint report , this case is not device related. Due to the lack of provided information the exact root cause of the revision remain undetermined. If additional information were received that add a value on this investigation another report will be sent.

Event description:
Mobi-c p&f us : revision. Based on the information provided in the complaint report : the case proceeded as planned with the surgeon implanting two mobi-c devices in the patient at c5-7. X-rays were taken by the surgeon after the operation. The devices appeared ideally positioned and the surgeon was pleased with the result. Later that day, the patient suffered post-operative symptoms that the surgeon felt required opening up the patient, removing the mobi-c devices and examining behind the vertebrae and disc spaces. The devices explanted properly and, after the surgeon had finished his examination and whatever additional measures he undertook, he then decided to conduct an acdf rather than insert two more mobi-c devices. On waking after the operation, the patient seemed to have recovered from the previous issue and the surgeon was happy with the result. At no point did the surgeon make any comment that the mobi-c devices played any part in the initial post-operative symptoms, nor was any complaint made by the surgeon or other medical staff in connection with the mobi-c. Hence, no further action appears to be required and there is no request for further analysis of the case. An unsubstantiated comment was overheard that the issue may have been an epidural haematoma. No x-rays provided for this case , nor prothesis were returned for examination.